Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2023, it was reported that the patient could no longer remember what exactly happened during this event, but said that she was hospitalized due to inaccurate readings. Medical intervention while in the hospital was not documented, nor was length of stay. Attempts from ts to contact the patient for more details were not successful. At the time of the report, the patient was feeling okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.